Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an electrosurgical device. The customer reports that the patient continued to thrombus during catheter advancement. Catheter was advanced but never turned on. The saphenous vein continued to thrombus up to the sfj. The epigastric vein remained open. Watch under ultrasound. As the catheter was advanced, the patient continuously thrombosed. At this point, the procedure was aborted. Patient was given arixtra (7.5mg). Patient was taken by ambulance to the hospital and spent the night in the ICU. The saphenous vein ultimately occluded. The doctors were able with anti coagulation therapy to regress the thrombus out of the common femoral. Patient may have had a undiagnosed clotting disorder.